Event description:
A male patient contacted lifecor customer support to report that one of his battery packs seemed to not be holding charge as long as it should. He swapped battery packs and received a "wrench" code with no number. The system would not activate. Both battery packs indicated the same "wrench". Support sent the pt a replacement monitor and two replacement battery packs.

Manufacturer narrative:
Device manufacture date, battery pack-06/2006. Battery pack-11/2006. Monitor-05/2005. Device evals of both battery packs, and monitor have been completed. The reported problem was not confirmed. Both battery packs, and monitor were tested and found to be functionally normal. The battery packs were restocked. The monitor was made into a demonstration unit. The pt received a replacement monitor and battery packs.